Event description:
Instrument broke while in use in pt's pelvis. Area thoroughly investigated and all pieces apparently retrieved. Upon later inspection of equipment a very small piece of insulation not seen and possible, though unlikely, retained in pt.